Event description:
It was reported that the patient's intraocular lens was explanted in a secondary procedure owing to unexpected postoperative refraction noted two weeks after implanting the intraocular lens. No additional details were reported.

Manufacturer narrative:
(B)(4): based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. No deviations or non-conformances (ncr) related to customer claim were generated.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for investigation. Visual inspection with the unaided eye showed the lens was delivered in one piece. Visual inspection using a microscope at 12x showed the lens is contaminated. There was an opaque, layer like film on the optic. The lens was identified as a multifocal lens because of the presence of rings on the optic surface. In-line optical measurement showed that the lens power was within specification. Investigation of the returned lens sample showed the lens was contaminated. The information available as reported, did not indicate any relationship to the iol design or manufacturing process. Corrected data: it was reported that the patient's intraocular lens was explanted in a secondary procedure owing to unexpected post operative refraction noted two months after implanting the intraocular lens. No additional details were reported. All pertinent information available to abbott medical optics has been reported.

Manufacturer narrative:
Corrected data: the reported corrected data in MDR follow up #1 was reported in error. Actual data found in the initial MDR was correct: it was reported that the patient's intraocular lens was explanted in a secondary procedure owing to unexpected postoperative refraction noted two (2) weeks after implanting the intraocular lens. No additional details were reported. All pertinent information available to abbott medical optics has been submitted.